Manufacturer narrative:
Multiple attempts were made to follow up on the customer's status, however there was no response. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low all day (54 mg/dl). Customer had just started on the pump, and was wearing a new site/ tubing/cartridge. Low bgs were treated by taking off the pump and consuming honey. No issues were found during troubleshooting with tandem technical support. Recommendation was made that the customer consult with their healthcare provider.